Manufacturer narrative:
D4: unique identifier (UDI) for cuff: (B)(4). D4: unique identifier (UDI) for pump: (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented a recurring incontinence caused by a leak in the balloon due to a hole. The aus was explanted and replaced. There is no additional information reported.

Manufacturer narrative:
D4 unique identifier (UDI) for cuff: (B)(4). D4 unique identifier (UDI) for pump: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented a recurring incontinence caused by a leak in the balloon due to a hole. The aus was explanted and replaced. There is no additional information reported.